Manufacturer narrative:
Philips has investigated this complaint. It was reported that the unit is stuck on the system start up screen. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the image on flex monitor was not properly displayed and noticed image on control room monitor showed system waiting to start and the flex monitor to be a bad drive in the flex pc. Fse replaced the hard drive in flex pc. After the replacement of hard drive in flex pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot process. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.